Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Two days later, the patient was hospitalized for the peritonitis event. On an unreported day, the patient began treatment with unspecified antibiotics (dose, route and frequency not reported). The initial antibiotics were discontinued and treatment was started with different unspecified antibiotics (route, dose, frequency not reported). Antibiotic therapy was ongoing at the time of this report. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient continued to be hospitalized and was recovering from the peritonitis event. The patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis is unknown (previously reported as use error due to a break in aseptic technique). (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.